Manufacturer narrative:
Reported event of stent barb torn. The complainant reported that the device has been disposed and will not be returned for analysis. If there is any further relevant information received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during unpacking of the advanix biliary stent, it was noted that the distal barb ripped back from the stent. The advanix biliary stent was disposed of and the procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event, as this device was not used on the patient. No damage was reported to the packaging prior to opening.